Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), hydrosalpinx ('mild hydrosalpinx in proximal ends of each tube,') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, endometrial polyp, uterine bleeding and ovarian cyst. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and bladder dysplasia ("black precancerous"). The patient was treated with surgery (bilateral salpingectomy and novasure ablation/ laparoscopy/ dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hydrosalpinx, menorrhagia and bladder dysplasia outcome was unknown. The reporter considered bladder dysplasia, hydrosalpinx, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Discrepancy noted in essure removal date: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received. Event medical device removal was updated to pelvic pain. Reporters information and medical history were added. New events added- menorrhagia and hydrosalpinx.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder dysplasia ("black precancerous"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and bladder dysplasia outcome was unknown. The reporter considered bladder dysplasia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder dysplasia ("black precancerous"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and bladder dysplasia outcome was unknown. The reporter considered bladder dysplasia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.